Event description:
A patient reported experiencing inaccurate low results with a one touch basic. Patient's blood glucose was 163 mg/dl. Only one result documented. Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported.